Event description:
During a battery replacement (see manufacturing report #3004209178-2015-00012) something happened during surgery to stress the lead and electrode and cause it to shift. It was reported that something happened during the surgery to stress the lead and electrode and cause it to shift out of the epidural space and shifted to the right. On (B)(6), the patient had another surgery. The patient was having some coverage now but not in the back. It was reported that there was no stimulation sensation. The patient was asking to meet with a manufacturer representative because the patient was not having any pain coverage. The patient noted it had been 37 days without coverage. The patient had an appointment sent for next tuesday after the report but wanted to meet with someone sooner. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n457658, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received by the patient indicating that the ins was put in on (B)(6) 2014 and they still had no coverage on their back after the surgery. There were x-rays and patient was told that the device was implanted at the wrong level for back coverage and it was only going to get the legs but not the back. It was noted that their current device was implanted on (B)(6) 2015 and did not report any problems with their current device. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50% or greater symptoms reduction. There was a revision of the lead that moved. Troubleshooting and actions were taken to resolve the issue. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment. It was later reported that the patient still had concerns regarding her device or therapy, but was working with a manufacturing representative. An appointment date for (B)(6)2014 was set.